Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding lot number 8133825. This product was made by our subcontractor which was informed about this issue. We received one used sample. After decontamination the samples was inflated with 15ml of water and no burst was observed and it was deflated with no issue. Checking the quality databases revealed this type of defect is known and closely monitored. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information upon testing, the balloon did not deflate once inflated. Another device was used with no problems. No adverse patient events were reported.